Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. This occurred during use. There was no patient injury or medical intervention reported. No additional information is available.